Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The root cause were the lithium battery and a backup capacitor. These were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the product has error 1720. There was no patient involvement, and no patient harmed reported.